Event description:
Event description boston scientific received information that this patient's physician is considering revising this right ventricular (rv) defibrillation lead (i.e. Extracting it and implanting a rv pace/sense lead) due to noise. There was no reports of loss of critical therapy or delivery of inappropriate therapy. The patient's family has requested that the patient not receive shock therapy due to other health-related issues. The representative caller was inquiring how the patient's cardiac resynchronization therapy defibrillator (crt-d) should be programmed.